Event description:
It was reported that the doctor was preparing to perform an unknown case. It was reported that the doctor received an error 5 instrument error with the test tip. The doctor noticed the acoustic stud was loose. The customer swapped the handpiece with another handpiece and the doctor completed the case with no patient consequence. The customer will be returning the handpiece for analysis.